Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, on the initial firing of the device, the cartridge fell out of the jaws after firing. When the surgeon attempted to withdraw the device, the cartridge remained on the tissue and then fell apart. It did not cut the tissue and the staples were not laid well. The pieces had to be retrieved from the patient. The surgeon was working from the top through the port to visualize with the camera. The surgeon used another instrument to resect the uterus. The surgeon went down below took the uterus out then under laparoscopic visualization was able to remove the two pieces of the cartridge from the bottom. They opened a new cartridge and took it apart and used those pieces to insure all the parts of the cartridge that had fallen into the patient were retrieved. An ats device was used to complete the procedure. There was no patient impact. The patient was discharged (B)(6) 2010. The device and cartridge will be returned for analysis.

Manufacturer narrative:
(B)(4). Cartridge the analysis found that one (B)(4) device was received with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired and was noted to have damage to the drivers and the cartridge pan. The device was tested for functionality with a test cartridge reload and fired without any difficulties noted and the staples were noted to have the appropriate b-form shape. A possible cause for this type of damage may be if the device was inadvertently clamped over a hard object such as a clip or other surgical device. Also inproperly loading of the cartridge reload may cause some of the visible damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.